Event description:
A report was received that the patient is experiencing discomfort as she feels that the ipg is pinching her in her backside. The patient underwent a pocket revision procedure. The physician moved the pocket from the left flank to the right abdomen. The patient is reportedly doing well following the procedure.